Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA: (B)(4).

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 10/24/2019. Device evaluation: a packaging box with a cut lens in a bag and a pen drive was received at the manufacturing site for evaluation. The part of the lens received was observed under microscope and viscoelastic residues were observed. The lens was cleaned and observed again no burrs were observed in the haptic. Some scratches were observed in the optic zone however, it could be related to the removal process. The complaint of burrs in the haptic was not verified. The video provided in the pen drive was evaluated by the subject matter expert (sme¿s). During the surgery it cannot be observed if during implantation after inserting the device in the incision the knob of the plunger was rotated clockwise and then slowly advanced for precisely controlled delivery, as stated in the direction for use (dfu). Therefore the cause of the popped lens cannot be determined. A product quality deficiency could not be identified. Manufacturing record review: based on the manufacturing records review and related documents, the production order was manufactured according to the specifications. One non-conformance report was found associated to this production order number. The non-conformance report was reviewed and it is not related to this complaint. The functional tests were reviewed and no deviations were reported. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). PMA/510(k): this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgery the intraocular lens (iol), model pcb00v popped out all at once despite the proper use of the device, and the lead haptic pierced the posterior capsule. The lens was cut with an iol cutter and removed during the same procedure. A none johnson & johnson replacement lens was implanted instead. It was indicated that only the right half of the cut iol was recovered. The customer thinks there is a burr in the haptic. It was noted that appropriate amount of ovd (ophthalmic viscosurgical device) was injected and the healon needle did not approach the posterior capsule. That the pcb00v setting was no problem, and the screw insertion sensation was the same as usual. The procedure was completed successfully and there was no patient injury reported. No medical issues with the patient was reported at the time of discharge. There were no surgical interventions such as vitrectomy, incision enlargement or sutures required. No additional information was provided.